Event description:
Home peritoneal dialysis patient called tech support for assistance in bypassing to fill 3 due to feeling empty. Patient called again due to leaking from connection joint where the patient catheter is connected to patient line. Cycler had an air detected in cassette alarm. The connection was screwed on tightly, but fluid was leaking profusely. Treatment was discontinued. Patient notified nurse and was given one dose of ip antibiotic.

Manufacturer narrative:
Patient did not develop fever, pain, or infection. Patient has received replacement cycler and continues to use without further problem. Returned cycler not investigated. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding complaints of deaths or serious injuries received between march 21, 2011 to march 11, 2013.